Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A bipap a30 device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and found that issue identified during disassembly process with burnt humidifier base cable and burnt connector. Additionally, the device was corrected. The unit works in normal parameters; the software was updated. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.